Manufacturer narrative:
Device evaluation summary: according to the information received, it was reported that the patient developed capsular contracture and gel bleed. During evaluation of the device, it was noticed bubbles without compromised the shell integrity. Leak testing was performed in accordance with mentor procedures and no gel bleed sites were detected. No additional anomalies were observed. It should be noted to handle the implants with care during medical procedures as excessive force during implantation or explantation might cause bubbles. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: suspected rupture and capsular contracture baker grade 2. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a breast augmentation revision with a 300cc mentor memorygel breast implant and experienced postoperative bilateral capsular contracture baker grade 2. Patient had a mammogram that indicated right-sided rupture, but upon explantation, the implants were intact but there was silicone granuloma noted in the right capsule. The patient underwent removal and replacement with like device, catalog # 3503004bc, left serial # (B)(4) and right serial # (B)(4) on (B)(6) 2019. This medwatch report is for the right-sided implant.